Event description:
It was reported that the fiber broke. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tip is bent at 90-degree angle near knob. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified a fiber body break between the control knob and the distal tip. The complaint was confirmed. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The glass cap exhibited moderate devitrification at the output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibited moderate charred detritus adhesion on its surface which is indicative of heavy tissue contact during the procedure. It is likely that procedural handling of the device during set-up such as excessive manipulation/rough technique contributed to the fiber body break. Therefore, the investigation is assigned a probable cause code of unintended use error caused or contributed to event.

Event description:
It was reported that the fiber broke. The procedure was completed with another device. There were no patient complications.